Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a broken reservoir tube lip, broken battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his buttons are acting up. Customer states that he is getting a button error. The blood glucose reading is 158 mg/dl. The insulin pump will be replaced. Nothing further reported.